Event description:
It was reported that the patient was dependent on the pacemaker as they did not have their own pulse. It was noted that a battery anomaly was observed on the pacemaker. The battery longevity was 2.5 years a year ago, but the recent checkup showed a remaining longevity of 0.5 years. The physician alleged the battery level display was unreliable and that it was unreasonable for the battery to have decreased by 2 years within a year. The clinicians were advised to shorten the span for follow up in clinic and checking battery longevity. There were no patient consequences.